Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter allegedly got stuck into the wire. It was further reported that the catheter allegedly perforated the popliteal artery. Furthermore, the patient allegedly experienced embolism and bleeding. Reportedly, the entire wire had to be pulled to get the catheter out of patient's body. The patient is reported to be stable now.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was received for evaluation. Therefore, physical investigation was performed for catheter. During physical investigation the catheter was received with a foreign guide wire inside the catheter. After a few attempts it was possible to remove the foreign guide wire. The test guide wire passed until the metal gear wheel without any resistance. Aspiration test was performed and slightly lower than nominal aspiration level was achieved. Device handling problem identified due to usage of foreign guide wire. Therefore, the result of the investigation is not confirmed for the reported failure. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (mcw, dqx), d4 (unique identifier (UDI) #), h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter allegedly got stuck into the wire. It was further reported that the catheter allegedly perforated the popliteal artery. Furthermore, the patient allegedly experienced embolism and bleeding. Reportedly, the entire wire had to be pulled to get the catheter out of patient's body. The patient is reported to be stable now.